Event description:
It was reported that in 2005 after l&d, nurse attempted to remove epidural catheter. She stated no resistance was met; however, catheter "snapped" when pt was moved into a bent position. An estimated 3.5 - 4" segment of catheter was retained. Pt stated she could not feel retained piece but in middle of night complained she felt "something,sticking her in the back". When examined, a piece of wire was found protruding from her back. The next day neurosurgeon was consulted and CT performed to determine exact location of retained piece.it was located partially in the epidural space just below skin. The next day, decision was made to remove piece of catheter in ir. Dye was injected to obtain more exact location. Piece had migrated away from skin and tip of catheter was between l1 & l2, not in fascia. Under a sedative, clinician made a 3/4" incision and using microscope, was able to remove retained piece. A laminectomy was not required. Pt was discharged on same day. There were no associated pt complications reported.